Event description:
The pt reported experiencing skin inflammation, redness, swelling, and pain after 10 minutes of using the infusion site. This occurred with 3 infusion sites from the current box of infusion sets. The pt was given an antibiotic creme by the physician. The pt believes the infusion sites were not sterile. No further information is available. The alleged product was discarded. The unused product will be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.